Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device had minor scratches on lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during basal. Customer's blood glucose was 244 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Customer called back and stated she changed the reservoir and infusion set and the device stopped alarming. Customer is no longer having issues with the device.